Event description:
Update: (B)(4) 2013, litigation papers received. Litigation alleges permanent injuries, implant failure and elevated metal ion levels. Comment: there is a (doi/dor) discrepancy between litigation and what was previously reported on the der. Due to accuracy, the (doi/dor) from the der will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain.